Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2015. D6: explant date: 10 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8120700. Model: sc-8120-70. Serial: (B)(6). Batch: (B)(6). UDI: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired sensation from the stimulator. It was also stated that the implantable pulse generator (ipg) was bothersome. The patient underwent an explant procedure and the explanted devices will not be returned.